Event description:
The customer called to report that the insulin pump had a crack on the case, near the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a scratched display window. The insulin pump also had a blank display due to a faulty liquid crystal display board.